Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported by the customer: "pth recovery, presence of metallosis."

Manufacturer narrative:
Reported event: an event regarding fretting involving a abgii modular device was reported. The event was confirmed. Method & results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -device history review: not performed as device was not properly identified. -complaint history review: could not performed as device was not properly identified. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported fretting is considered to be under the scope of this recall. No further investigation is required.

Event description:
The following was reported by the customer: "pth recovery, presence of metallosis".

Manufacturer narrative:
Reported event: an event regarding excessive metal ion due to corrosion involving a abgii modular device was reported. The event was confirmed. Method & results: visual inspection of the returned stem and modular neck indicate that dark corrosive material is present on the mating surfaces of both devices. The stem appears to have bone residue consistent with time spent implanted. -device history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been other event reported for the lot code. This event was determined to be within the scope of ra 2012-067. Clinical review: a review of the provided medical records by a clinical consultant stated the following comment: this patient underwent a primary cementless total hip arthroplasty and then 12 years later required revision due to metallosis. I can confirm that the patient underwent revision because there is an operative report that I reviewed. I cannot confirm the root cause of this event with certainty. The causes of metallosis are multifactorial including surgical technique upon insertion of the implants, patient factors including bmi and activity level, and implant factors. Conclusions: the patient had revision surgery due to metallosis. A review of the provided medical records by a clinical consultant stated the following comment: this patient underwent a primary cementless total hip arthroplasty and then 12 years later required revision due to metallosis. I can confirm that the patient underwent revision because there is an operative report that I reviewed. I cannot confirm the root cause of this event with certainty. The causes of metallosis are multifactorial including surgical technique upon insertion of the implants, patient factors including bmi and activity level, and implant factors. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported excessive metal ion due to corrosion is considered to be under the scope of this recall. No further investigation is required.

Event description:
The following was reported by the customer: "pth recovery, presence of metallosis"